Event description:
Contact in the netherlands reported that the pt was operated in 2002 for a rotator cuff tear using 2 screw anchors and a mitek cufftack anchor. This pt was re-operated 4 months later because pt was complaining of pain. On the echo, synovitis was observed around the cufftack implant. It appeared the tear had healed and the cuff was intact. A portion of the cufftack head was broken off and the cufftack anchor was loose in the bone and easily removed.